Event description:
New ms3 pump sent to replace a pump that was due for maintenance was reset and required passcode to be reprogrammed. Patient has two working pumps and a new pump will be sent. No other information known. Product fault did not occur while in use with a patient. Product issue did not cause or contributed to any injury. Actual device is available to be returned for investigation. Send a replacement pump. Return box is not needed. Patient already has one from previous shipment. Dose or amount: 70nkm. Frequency: continuous. Route: sq.